Manufacturer narrative:
Additional information received indicating the serial number of the device. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related.

Event description:
A lawsuit alleged that the external pulse generator (epg) "failed or malfunctioned, legally causing [the patient] severe, grievous and serious injuries and [patient's] demise on (B)(6), 2009" and that the epg "was unsafe for its intended use by reason of defects in its design, testing, manufacture, compounding, contents, installation, inspection, construction, fabrication in that when put to its intended use, it had a propensity to malfunction or fail, e.g. Not alert a clinician that, the device was not operating properly, that its batteries had fully discharged."

Event description:
Asku